Event description:
It was reported that left hip revision surgery was performed. X-ray reportedly showed a j sign in the calcar region of the femur indicative of trunionosis and osteolysis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. X-ray reportedly showed a j sign in the calcar region of the femur indicative of trunionosis and osteolysis. During the revision, the acetabular cup, modular head and modular sleeve were removed. The anthology stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for an acetabular cup 58mm, hemi head 50mm, modular sleeve +4mm, and anthology stem in search of complaints involving aseptic loosening / osteolysis throughout the lifetime of the product. Similar complaints have been identified for the cup, head and sleeve and this failure will continue to be monitored. No other similar complaints were identified for the stem. No part/lot numbers were provided; hence documentation review cannot be reviewed and the specific product labelling and ifus for the devices cannot be reviewed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It should be noted patient was involved in an mva in october 2010. It should also be noted the hospital admitting diagnosis pre-revision was listed as rule out infected left knee arthroplasty. It cannot be determined if the deep placement of the acetabular component led to accelerated wear and the adverse tissue reaction noted intraoperatively. The intraoperative findings of discolored tissue, inflammation and trunnionosis are associated with metallosis, however, without the supporting lab/pathology results or imaging, the root cause cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. The device batch/lot details have not been received therefor no thorough manufacturing record review and assessment of the reported event can be performed. The available medical documents were reviewed. According to the provided revision report, the patient had increasing pain. During the revision brownish joint fluid, blackened trunnionosis debris at the stem was noted. The provided discharge report indicates that no signs of infection were found and that findings were consistent with trunnionosis. The final diagnosis of the surgical report was trunnionosis and pseudotumor. The provided laboratory report indicates a diagnosis of the analyzed synovium with scar tissue with histiocytes. No details were given about the osteolysis. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.